Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a frequently failed half-height cubie b3 1.1 aux. A field service engineer removed all cubies from the 1.1 aux, thoroughly cleaned the cubie trays, and then took out the drawer to inspect the sensors, insep, latch, controller card connections, and retractor band connections. The engineer reseated all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, it repeatedly failed cubie, which hindered users from accessing medication for a patient. The customer reported that this drawer had failed 17 times over the past two months. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.